Event description:
Our outpatient clinic has had multiple problems regarding leaking with the spinning spiros. They have dealt with multiple occasions where the spiros began leaking from the female luer area. They have reported this to the manufacturer each time, but the manufacturer has done nothing to fix the problem. Their response is that it was a user error. Staff has witnessed that the pin where it fits into the clave will break and instead of locking, the spiros will continue to spin. They have dealt with multiple leakage issues on staff and patients.